Manufacturer narrative:
Date sent: 4/1/2009. Info is unavailable; device was not returned for evaluation. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist the manufacturer in determining a probable cause for the event.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, in 2009, the surgeon found a posterior band slippage. It was also noted that one of the two gastro gastric sutures had broken. The sutures were removed and the band was repositioned and an additional three sutures were placed to keep the band in place. The pt was released from the hosp the following day, and was able to start a liquid diet with no complications reported.